Event description:
Subsequent to the initial medwatch report filed, additional information received: reportedly, when attempting to fire device (starclose se) it was noted that the green sheath was splitting. The device did not deploy.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device would not deploy was confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
A user facility medwatch was received stating: "event desc: the stent was removed from the sterile packaging, handed to the physician and it entered the patient. The device would not deploy. It was removed from the patient and the surgeon noticed the green sheath was split. There was no harm to the patient. A new device was used without incident. What was the original intended procedure? Vascular stent placement in the femoral, popliteal and tibial arteries. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)." No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.